Event description:
Caller reported that an issue from a previous case had not been resolved. Customer's blood glucose level was not adversely impacted. Technical support replaced the pump and sent replacement cartridges, as the customer reported multiple cartridge failures.